Event description:
It was reported that during a lung biopsy, the instrument was fired, but the staples did not form properly. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.